Event description:
A malfunction occurred, with no notable events reported prior to the issue. There was no reported impact on the customer¿s blood glucose level. Customer continued using the current pump as backup therapy until a replacement could be provided. Technical support confirmed the shipping address and instructed the customer to put the malfunctioning pump into storage mode and return it with a prepaid label within ten days. The pump was still under warranty.